Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device image displayed for 2-3 seconds and then disappeared. The issue occurred during preparation for use for a diagnostic colonoscopy. There was no reported patient harm or injury.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, there was a failure of the printed circuit board, resulted in the image interrupted, leading to no image. Olympus will continue to monitor field performance for this device.